Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/09/2012 with the following findings: the keypad was found to be intact. The keypad buttons were found to be responsive to button presses. There was contamination found under the button key contacts. The reported complaint was unable to be duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, the down arrow button required multiple presses to activate a response. There is no damage to the subject pump. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.